Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. Customer could not perform self test because during self test insulin pump would not rewind and gave an insulin pump error alarm with battery fail error alarm. Customer reported they were not able to connect transmitter to the insulin pump. They had tried everything but issue persisted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.